Event description:
It was reported that one month post implant, the patient suffered a fall that resulted in dislodgement and no capture of the right ventricular (rv) and right atrial (ra) leads. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.